Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had white matter at the end of tubing leading to high blood glucose level. No further information was available.

Manufacturer narrative:
Patient city: (B)(6).